Event description:
Left knee was xrayed and 50cc were aspirated [injection site joint effusion] ([joint instability], [injection site joint swelling], [injection site joint warmth], [injection site joint pain], [arthrocentesis]) got their synvisc injection on (B)(6) and it was with a steroid injection on their left knee [off label use] case narrative: initial information received on 27-jan-2025 regarding an unsolicited valid serious case received from the patient. This case involves 65- years old male patient whose left knee was xrayed and 50cc were aspirated after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6)2024, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the left knee (strength: 16mg/2ml) (with unknown dose, route, frequency and indication) and it was with a steroid injection (off label use). Patient reported that he was up for a knee replacement but his provider hoped that both the medications (synvisc and steroid) would alleviate the patient's symptoms. On (B)(6)2024 after 3 days patient's knee swelled extensively, became very warm, painful and unstable (injection site joint swelling), (injection site joint warmth) (injection site joint pain) and (joint instability). It was reported that the surgeons office was closed the week of thanksgiving so patient ended up in the emergency room where the knee was xrayed and 50cc were aspirated (injection site joint effusion) (aspiration joint) (onset: 23-nov-2024; latency: 3 days) (with unknown batch number and expiry date). Patient was then prescribed with a powerful anti-inflammatory medication. It was reported that over the course of two months it had improved but remained somewhat tender and unstable. The patient reported of being aware of the low percentage of patients who experience negative results. Patient reported that whether there was any options to get the knee back to the pre injection condition. Also what time frame should it was expected for the synvisc to clear from the joint and the body. The patient also reported not being interested in assigning the blame and understand that the patient was in a very small percentage that experienced the adverse effects. Patient also stated that he was among the patients who had an adverse reaction and allergy to the product so he wanted to know how long it was going to be in his system. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown for the event. Corrective treatment: knee was xrayed and 50cc were aspirated for the event; anti-inflammatory products for injection site joint swelling. Outcome: recovering for injection site joint effusion. Seriousness criteria: intervention required for the event. Additional information was received on 03-feb-2025 from the patient. Off-label use added for synvisc co-administration with steroid. Corrective treatment added. Patient demographics added. Clinical course updated and text amended accordingly.

Event description:
Left knee was exrayed and 50cc were aspirated [injection site joint effusion] ([arthrocentesis], [joint instability], [injection site joint swelling], [injection site joint warmth], [injection site joint pain], [off label use]). Case narrative: initial information received on (B)(6) 2025 regarding an unsolicited valid serious case received from the patient. This case involves 65- years old male patient whose left knee was exrayed and 50cc were aspirated after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the left knee (strength: 16mg/2ml) (with unknown dose, route, frequency and indication) and it was with a steroid injection (off label use) (same day latency) (with unknown batch number and expiry date). Patient reported that he was up for a knee replacement but his provider hoped that both the medications (synvisc and steroid) would alleviate the patient's symptoms. On (B)(6) 2024 after 3 days patient's knee swelled extensively, became very warm, painful and unstable (injection site joint swelling), (injection site joint warmth) (injection site joint pain) and (joint instability). It was reported that the surgeons office was closed the week of thankgiving so patient ended up in the emergency room where the knee was exrayed and 50cc were aspirated (injection site joint effusion) (aspiration joint) (onset: (B)(6) 2024; latency: 3 days) (with unknown batch number and expiry date). Patient was then prescribed with a powerful anti-inflammatory medication. It was reported that over the course of two months it had improved but remained somewhat tender and unstable. The patient reported of being aware of the low percentage of patients who experience negative results. Patient reported that whether there was any options to get the knee back to the pre injection condition. Also what time frame should it was expected for the synvisc to clear from the joint and the body. The patient also reported not being interested in assigning the blame and understand that the patient was in a very small percentage that experienced the adverse effects. Patient also stated that he was among the patients who had an adverse reaction and allergy to the product so he wanted to know how long it was going to be in his system. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown for the event. Corrective treatment: knee was exrayed and 50cc were aspirated for the event; anti-inflammatory products for injection site joint swelling. Outcome: recovering for injection site joint effusion. Seriousness criteria: intervention required for the event. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) is required. The final investigation was completed on (B)(6) 2025 with summarized conclusion as no assessment possible. Additional information was received on 03-feb-2025 from the patient. Off-label use added for synvisc co-administration with steroid. Corrective treatment added. Patient demographics added. Clinical course updated and text amended accordingly. Additional information was received on 21-feb-2025 from quality department: ptc details and results were added. Text was amended.

Event description:
Left knee was xrayed and 50cc were aspirated [injection site joint effusion] ([joint instability], [injection site joint swelling], [injection site joint warmth], [injection site joint pain], [arthrocentesis]). Case narrative: initial information received on 27-jan-2025 regarding an unsolicited valid serious case received from the patient. This case involves an unknown age and unknown gender patient whose left knee was xrayed and 50cc were aspirated after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the left knee (strength: 16mg/2ml) (with unknown dose, route, frequency and indication). On (B)(6) 2024 after 3 days patient's knee swelled extensively, became very warm, painful and unstable (injection site joint swelling), (injection site joint warmth) (injection site joint pain) and (joint instability). It was reported that the surgeons office was closed the week of thanksgiving so patient ended up in the emergency room where the knee was xrayed and 50cc were aspirated (injection site joint effusion) (aspiration joint) (onset: (B)(6) 2024; latency: 3 days) (with unknown batch number and expiry date). It was reported that over the course of two months it had improved but remained somewhat tender and unstable. The patient reported of being aware of the low percentage of patients who experience negative results. Patient reported that whether there was any options to get the knee back to the pre injection condition. Also what time frame should it was expected for the synvisc to clear from the joint and the body. The patient also reported not being interested in assigning the blame and understand that the patient was in a very small percentage that experienced the adverse effects. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown for the event. Corrective treatment: knee was xrayed and 50cc were aspirated for the event. Outcome: recovering for injection site joint effusion. Seriousness criteria: intervention required for the event.